Event description:
It was reported that the touchscreen became shattered due to the pump hitting an object (user induced damage). The pump was confirmed to be functional. The customer's blood glucose level was 176 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, a malfunction alarm was observed.